Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6) batch: 7098838.

Event description:
It was reported that patients stimulation pattern changed. X-ray revealed lead migration. The patient underwent lead revision procedure and was doing well postoperatively.